Manufacturer narrative:
This report is being supplemented to provide additional information from the user facility and the results of the legal manufacturer's final investigation. Proper use of the suction cleaning adaptor is described in the reprocessing manual. The reprocessing manual states, "aspirate detergent solution through the instrument channel and the suction channel." Based on the results of the legal manufacturer's investigation, the subject event was not a failure of the device's instructions for use or a failure of the device.

Event description:
Additional information was provided by the user facility: prior to the reprocessing in-service with the staff that was recently provided, the last reprocessing in-service was approximately 2 years ago and there was a quick turnover of endoscopy techs during that time. Prior to the recent in-service, they were not properly trained on reprocessing. Following the recent in-service, all personnel are properly trained on reprocessing endoscopes. There were no patient infections or positive scope cultures during that timeframe.

Manufacturer narrative:
The ess conducted a reprocessing in-service with gi staff. The in-service included all cleaning, disinfection and sterilization information that is contained in the olympus manual for all the models. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during the reprocessing in-service, they informed the endoscope support specialist (ess) that they do not perform the suction cleaning adapter steps during manual cleaning of the device. There was no patient involvement or injuries reported. No additional information has been obtained.